Event description:
Customer reported via phone call that the insulin pump is not alerting for low reservoir all the time. Customer stated that sometimes they can hear it and sometimes its only vibrations. The customer went a whole week without changing the reservoir. Blood glucose value is unknown. Customer does not see any other low reservoir alerts after (B)(6) 2015 and stated that the reservoir ran out of insulin after that and should have been alerted. Customer also reported that a bolus was entered on (B)(6) 2015 for about 40 units and it is not showing in the bolus history. Customer was advised that it is possible that the amount was not confirmed on the final screen. The customer requested the insulin pump to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored for six day, several bolus were programmed and delivered during this period. All the bolus and basal history was properly recorded at the bolus, basal and daily totals history screens. The low reservoir alarm feature is working properly and the insulin pump passed self test, a21 error test and displacement test. The insulin pump has cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.